Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency, fibromyalgia, lupus erythematosus, abnormal uterine bleeding, parity 2, gravida ii, dysuria, chills, fever, endometriosis, lymphocytopenia, leukopenia, paratubal cyst and nabothian cyst. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included alprazolam since (B)(6) 2019, ciprofloxacin, clonazepam since (B)(6) 2019, diazepam since january 2019, doxycycline, escitalopram oxalate (lexapro) since (B)(6) 2019, fluconazole (diflucan), fluconazole from (B)(6) 2018 to (B)(6) 2018, hydrocodone from (B)(6) 2018 to (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, methylprednisolone, metronidazole (flagyl) from (B)(6) 2018 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, naproxen since (B)(6) 2014, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018, sertraline hydrochloride (zoloft) since (B)(6) 2019 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complications"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (novasure endometrial ablation and hysterectomy with left salpingo-oophorectomy and right salpingectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, vaginal discharge, fatigue, bacterial vaginosis and vulvovaginal candidiasis had resolved and the dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression, anxiety, cystitis, urinary tract infection, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported as (B)(6) 2012 plaintiff is still have right coil that is causing me issues. Patient has received treatment for events bladder/ urinary problems, pain, bleeding, fatigue, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2019: final diagnosis left fallopian tube: fallopian tube with non-specific pathological changes paratubal cyst. Ultrasound uterus - on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain, lot number: 936683 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency, fibromyalgia, lupus erythematosus, uterine bleeding, parity 2, gravida ii, dysuria, chills, fever, endometriosis, lymphocytopenia, leukopenia, paratubal cyst and nabothian cyst. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included alprazolam since (B)(6) 2019, ciprofloxacin, clonazepam since (B)(6) 2019, diazepam since (B)(6) 2019, doxycycline, escitalopram oxalate (lexapro) since (B)(6) 2019, fluconazole (diflucan), fluconazole from (B)(6) 2018 to (B)(6) 2018, hydrocodone from (B)(6) 2018 to (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, methylprednisolone, metronidazole (flagyl) from (B)(6) 2018 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, naproxen since (B)(6) 2014, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018, sertraline hydrochloride (zoloft) since (B)(6) 2019 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complications"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (novasure endometrial ablation and hysterectomy with left salpingo-oophorectomy and right salpingectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, vaginal discharge, fatigue, bacterial vaginosis and vulvovaginal candidiasis had resolved and the dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression, anxiety, cystitis, urinary tract infection, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported as (B)(6) 2012 plaintiff is still have right coil that is causing me issues. Patient has received treatment for events bladder/ urinary problems, pain, bleeding, fatigue, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2019: final diagnosis left fallopian tube: fallopian tube with non-specific pathological changes paratubal cyst. Ultrasound uterus - on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain, most recent follow-up information incorporated above includes: on 22-apr-2021: mr received-new reporter, lab data, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency and fibromyalgia. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included doxycycline, fluconazole (diflucan), fluconazole from (B)(6) 2018 to (B)(6) 2018, hydrocodone from (B)(6) 2018 to (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, metronidazole (flagyl) from (B)(6) 2018 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency, fibromyalgia and lupus erythematosus. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included alprazolam since (B)(6) 2019, clonazepam since (B)(6) 2019, diazepam since (B)(6) 2019, doxycycline, escitalopram oxalate (lexapro) since (B)(6) 2019, fluconazole (diflucan), fluconazole from (B)(6) 2018 to (B)(6) 2018, hydrocodone from (B)(6) 2018 to (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, metronidazole (flagyl) from (B)(6) 2018 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, naproxen since (B)(6) 2014, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018, sertraline hydrochloride (zoloft) since (B)(6) 2019 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag discharge"), fatigue ("fatigue"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), post procedural complication ("post removal complications"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube),). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vaginal discharge, fatigue, bacterial vaginosis and vulvovaginal candidiasis had resolved and the dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression, anxiety, cystitis, urinary tract infection, post procedural complication, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported as (B)(6) 2012. Plaintiff is still have right coil that is causing me issues. Patient has received treatment for events bladder/ urinary problems, pain, bleeding, fatigue, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder problems, urinary problems, bladder infection, uti. Treatment received for event bladder / urinary problems. Reporter information added. Fup 8 and 9 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 31-year-old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency and fibromyalgia. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included doxycycline, fluconazole (diflucan), fluconazole from (B)(6) 2018, hydrocodone from (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, metronidazole (flagyl) from (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018 and sumatriptan from (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube),). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus - on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Removal details added. Case becomes serious incident. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (batch no. 936683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included iron deficiency and fibromyalgia. Concurrent conditions included bacterial vaginosis, vaginal discharge, uterine leiomyoma, hypotestosteronism, suprapubic pain, uterine bleeding and endometrial ablation. Concomitant products included doxycycline, fluconazole (diflucan), fluconazole from (B)(6) 2018 to (B)(6) 2018, hydrocodone from (B)(6) 2018 to (B)(6) 2018, lactulose since (B)(6) 2018, linaclotide (linzess) from (B)(6) 2017 to (B)(6) 2018, metronidazole (flagyl) from (B)(6) 2018 to (B)(6) 2018, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012, prednisone since (B)(6) 2018 and sumatriptan from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain / pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, vaginal infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for pelvic/ abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Ultrasound uterus on (B)(6) 2018: normal appearing uterus, ovaries. Essure device visualized on us. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual period, abnormal bleeding, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs and mr received: new events added: case has became incident. Abnormal bleeding (vaginal), mental anguish, patient did not undergo essure confirmation test. Event onset date were added. Lot number were added. Reporter information were updated. Patient history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.